Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 pulmonary biopsy forceps was used in the lungs during a bronchoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure when the device was opened inside the patient, a black colored matter fell out of the forceps cup and into the patient's lungs. The black foreign matter was recovered immediately using a biopsy forceps. Reportedly, the foreign matter looked as though it was a piece of plastic or metal. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".